Event description:
On (B)(6) 2010, patient reported a hypoglycemic coma between the hours of 7 a.m. And 1:30 p.m. Patient received an e6 mechanical error at 7 a.m. Patient decided to disconnect infusion device and return to bed. Patient woke to his dog licking his face and pulling his hair at 1:30 p.m. Patient lost consciousness between 7 a.m. - 1:30 p.m. And does not recall any events from that time. Patient does not have symptoms of hypoglycemia. Blood glucose was 27 mg/dl when he woke. Target blood glucose is 140-152 mg/dl. Blood glucose at time of report was 114 mg/dl. Patient yelled for help and roommate brought cereal and (B)(6) to treat low blood glucose. Patient disconnected tubing from headset when infusion device was removed following e6 mechanical error. Patient drank 2 beers before bed on (B)(6) 2010, but this is normal for him. Patient did not deliver any boluses the previous night or on the morning of report. Time and basal rates were programmed correctly. Patient has not experienced increased absorption of insulin. There were no changes to activity level. Patient started a new medication 2 weeks ago for a cough and is taking mucinex. No product was requested for evaluation.

Manufacturer narrative:
(B)(4)architect i1000sr analyzer, list # 1l86-01, (B)(4).no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i1000sr analyzer, list # 1l86-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed random architect analyzer error code 1007 (unable to process test, activated read failure) messages when reaction vessel (rv) lot 71235p100 was in use. The customer was advised to replace the rv lot. There was no impact to patient management.